Manufacturer narrative:
The investigation into the reported access site bleeding -major has been completed since the original report was filed. Product was not returned for investigation. As per the clinical details, bleeding occurred during impella access as a hematoma and site ooze developed while suturing the repositioned sheath in place. The cause of the access site bleeding issue was most likely use related, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant had impella cp support ongoing for a patient with a stemi. The team placed a cp for hemodynamic support via the femoral artery. The site developed a hematoma. The hematoma required red blood cell (rbc) infusion and vascular surgeon to step in and suture. The pump remained on despite the bleed for 2 days when the patient expired. There was no allegation that the cp caused or contributed to the death. Patient was maxed on pressors and discussing care escalation beyond the cp.